Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 480mg/dl. Customer declined to troubleshoot for high blood glucose level, for air bubbles in tubing and reservoir and blood at site issues. Customer stated that she's had blood at site and air bubbles in the tubing and reservoir. The reservoir will not be returned for analysis.